Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, dizziness, headache, and respiratory tract irritation. There was no report of serious patient harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to potential litigation surrounding this case, no follow up can be performed at this time. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on june 16, 2023, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, skin irritation, dizziness, headache, and respiratory tract irritation. There was no report of serious patient harm or injury. No medical intervention was specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, the device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There were no errors found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got srapped.